Event description:
The device was inserted into the right anticubital fossa and as it was being taped, the pt became flushed and unresponsive. The device was removed. An EKG and blood sugar were taken. Benadryl 50mg administered IV. The facility contact reported that the pt is doing fine.